Event description:
It was reported that the customer had difficulty seeing the insulin pump's screen. The customer also stated that the buttons on the device were difficult to press. The customer declined to provide the blood glucose reading and declined assistance regarding the issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.